Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system, the alleged failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter detachment. No indication was found for a manufacturing related issue. Conclusion: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. (B)(4).

Event description:
It was reported that the vascular stent graft allegedly partially deployed and could not be fully released from the delivery system during deployment in the right sfa. Reportedly, the system was removed and another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft allegedly partially deployed and could not be fully released from the delivery system during deployment in the right sfa.. Reportedly, another device was used to complete the procedure. There was no patient injury reported.